Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer complained of an erroneous high result for 1 patient tested for elecsys total psa immunoassay (total psa) on a cobas 6000 e 601 module. The initial result was 1.88 ug/l. The repeat result was 0.032 ug/l. The patient had previously undergone either a prostatectomy or radiotherapy. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The total psa reagent lot number was 260729 with an expiration date of 30-nov-2018. No issues were identified during a review of the customer's calibration data. Qc results from the day of the event were ok.

Manufacturer narrative:
No issues were identified during a review of the alarm trace. A general product problem has been excluded. The investigation was unable to find a definitive root cause.